Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen frozen and not responding. Customer stated screen had frozen. They stated the pump was still providing therapy but the waveforms were static and the touchscreen unresponsive as well. Advised to locate another console to transfer therapy. This was done quickly with minimal downtime.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.